Event description:
The patient underwent lead repositioning revision due to increased threshold, sensing, and impedance values on the right ventricular lead. Repositioning was unsuccessful as the helix would no longer extend after several attempts. The lead was explanted and replaced with no consequences to the patient.

Manufacturer narrative:
Upon analysis, a complete lead was returned in one piece with the helix fully extended, clogged with blood/tissue. X-ray examination of the helix was normal and the inner coil inside the connector region was over torqued consistent with that occurring at the time of reposition/explant procedure. After cleaning the lead, the helix could be retracted and extended from the connector pin. The full helix extension length was measured and found to meet specification. Visual examination did not find any other anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information reported, indicated the lead was replaced due to an increase in threshold only.